Manufacturer narrative:
System analysis / service repair by distributor: the reported error codes were confirmed and determined to be the result of a faulty resonator. The resonator, s/n (B)(4), was replaced with resonator s/n (B)(4); the system calibrated, tested and verified to specification. The resonator, s/n (B)(4) was returned.

Manufacturer narrative:
Service in the field was performed on (B)(6) 2016. Reportedly, the replaced resonator s/n (B)(4) was not returned to the manufacturer.

Event description:
It was reported that while using the greenlight hps laser system during a prostate procedure, the laser system displayed error codes 171 and 251 and could not be cleared. The case was completed using an alternate procedure (turp). There was no patient injury reported.